Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Stryker verified ECG indicator worked in paddle mode. The root cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device would not display ECG in paddle mode. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.